Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observe. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored.